Manufacturer narrative:
All of the buttons are functioning properly. No damage was on the keypad traces during our visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip stripped battery cap coin slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was unresponsive. The pump case damaged where battery enters the pump and battery cap not possible to remove. The customer's blood glucose was 6.1mmol/l.